Event description:
The pump was being filled with a drug cocktail; it was ¿some mixture that was topped off with morphine". When they moved and the pump was first filled with baclofen, the patient was put in the ICU in (B)(6) 2013. The reporter thought the reason the patient ended up in the ICU was because he was on different drugs and then when they refilled it with baclofen, the patient wasn¿t used to the medication and ended up in the ICU. The reporter felt that the first refill or two after they moved the baclofen was mixing with the medication that had previously been in the pump. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10891r11, implanted: (B)(6) 2001, product type: catheter. (B)(4).